Event description:
It was reported that the bd phaseal¿ protector solus p120j disengaged the injector and the needle was exposed. The following information was provided by the initial reporter, translated from japanese to english: during preparation of endoxan, the hcp disengaged the injector and the needle was then exposed.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 16-oct-2022. Investigation summary one injector was provided to our quality team for investigation. Upon visual inspection, the rotations stops were broken and the grips of the safety sleeve are damaged and moved from their proper position causing the needle to be exposed. A device history review was performed for reported lot 2107011, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples from the same lot were used for further evaluation, no damage or other defects were observed on any of the injectors and no breakage of the safety sleeve or exposure of the injector needle occurred. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification and there is no damage on the product. Testing results were reviewed for the reported lot and found all product met required specifications. Based on the available information, we are unable to identify a root cause related to the manufacturing process at this time. It appears that this incident was due to excessive force during disconnection of the device.

Event description:
It was reported that the bd phaseal¿ protector solus p120j disengaged the injector and the needle was exposed. The following information was provided by the initial reporter, translated from japanese to english: during preparation of endoxan, the hcp disengaged the injector and the needle was then exposed.